Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified a defective gear pump control board. The fse replaced the gear pump controller pcb to resolve the issue. The fse performed quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high quality control and high on four patient results for triglyceride, lipase and glucose involving the dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.